Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one shock as inappropriate therapy due to a suspected supraventricular tachycardia (svt). Technical services (ts) discussed the device programmed settings and available programming options. Ts also informed the calling field representative the device had reached elective replacement indicator (eri) and was under an advisory notice for it to be replaced within 20 days of it reaching eri, so it recommended for the device to be replaced. The field representative indicated they would discuss it with the patients physician. The device remains in service and there is no indication a replacement procedure has taken place. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one shock as inappropriate therapy due to a suspected supraventricular tachycardia (svt). Technical services (ts) discussed the device programmed settings and available programming options. Ts also informed the calling field representative the device had reached elective replacement indicator (eri) and was under an advisory notice for it to be replaced within 20 days of it reaching eri, so it recommended for the device to be replaced. The field representative indicated they would discuss it with the patients physician. The device remains in service and there is no indication a replacement procedure has taken place. No additional adverse patient effects were reported. The device has been explanted and replaced.

Manufacturer narrative:
Amendment corrected fields: h6 impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one shock as inappropriate therapy due to a suspected supraventricular tachycardia (svt). Technical services (ts) discussed the device programmed settings and available programming options. Ts also informed the calling field representative the device had reached elective replacement indicator (eri) and was under an advisory notice for it to be replaced within 20 days of it reaching eri, so it recommended for the device to be replaced. The field representative indicated they would discuss it with the patients physician. The device remains in service and there is no indication a replacement procedure has taken place. No additional adverse patient effects were reported. The device has been explanted and replaced.